Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to an infection at the pump site. The existing ipp was explanted and a wash out was performed. The patient was then implanted with a spectra penile prosthesis (spp) as a space saver. The patient was reported to be doing well after the procedure. The explanted ipp is not expected to be returned. Should additional information be received, or product be returned, a supplemental report will be filed upon completion of the product analysis.